Event description:
Customer reported he programmed a twenty five unit insulin delivery and went about his day. He checked his insulin pump later and saw that the device had only delivered a little under ten units of insulin and then stopped. The device showed no delivery, but customer did not hear the alarm. Customer did not have tubing clamps to run the high pressure test. Customer will call back when he receives the tubing clamps to complete troubleshooting. Customer's blood glucose was 233 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.